Event description:
The reporter stated the surgical tech noticed a mark on the optic before loading the lens into the cartridge. Stating the optic has an imperfection that is clearly visible to the eye. There was no pt contact.

Manufacturer narrative:
(B)(4). Eval method - lens work order search. Results - visual inspection of the returned product found the lens optic has several tears. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions (no conclusion can be drawn) - based on the complaint history, work order search and the eval of the returned product, we were unable to determine a specific root cause of the event. (B)(4).